Event description:
A report was received that the patient developed severe infection at the ipg site. The patient underwent an explant procedure. No malfunction was suspected. The physician stated that the infection had been cleared. No further information can be obtained by bsn.

Manufacturer narrative:
Explant date: (B)(6) 2014. Additional suspect medical device components involved in the event:   model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-3138-25, serial#: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.